Event description:
It was reported that the healthcare provider (hcp) was unable to interrogate a newly implanted percept rc. When trying, the tablet would give the following warning message "invalid device - discovered device not supported. The session will end now.". There was no code with this message. They received this message with two different tablets. The feature information code was 301 and the hcp was using the latest app version; 4.0.1052. The patient did not have any other implants and the percept rc was charged prior to implant.  The currently implanted percept rc (pocket still open) was going to be explanted and replaced with another percept rc. They were successful with the new battery using the manufacturer representative's (rep's) tablet. They did not try charging the battery with the recharger first as they were not sure what was causing the issue and did not want to risk it. From log review, it was suspected a problem with the security keys/related to the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The dbs clinician programmer application logs of this issue determined that there is a security level incompatibility issue between the returned percept rc ins (s/n: (B)(6) and the dbs clinician programmer. It has been determined that the ins was changed to ¿no security¿ security level during a manufacturing rework process and was not subsequently changed back to ¿commercial¿ level prior leaving manufacturing. This compatibility issue prevents communication with the commercial clinician and patient programmers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.